Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report the patient obtained erratic blood glucose readings. On the evening of (B)(6) 2012, the patient obtained a blood glucose reading of "greater than 500 mg/dl" and she experienced the symptoms of nausea and moderate ketones. The patient's mother corrected her blood glucose level by giving the patient a bolus dose of insulin via a syringe injection. On the morning of (B)(6) 2012, the patient obtained a blood glucose reading of 51 mg/dl. The patient was given milk to drink in treatment of her low blood glucose level. The patient's mother reported the low blood glucose level may have been caused by over-correcting of the elevated blood glucose reading the evening prior to the event. Troubleshooting revealed the date and time and basal settings in the pump were correct. There was no information provided about the infusion set or infusion site. The patient's technique may have been incorrect by taking too large a bolus of insulin to correct an elevated blood glucose reading. However, as the patient suffered blood glucose levels and symptoms suggesting severe injury afterwards, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history shows no evidence of pump or delivery malfunction from (B)(6) 2012. A review of the pump history shows that the tdd basal did not reach target total on (B)(6) 2012 due to an unconfirmed "empty cartridge" alarm and then insulin delivery resumed later on that day. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues.